Event description:
It was reported that customer experienced cartridge alarm 30 during cartridge load process while following on-screen prompts, and customer had not previously experienced similar cartridge alarms with this pump. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance on proper loading technique, successfully loaded new cartridge from reported lot, resumed insulin therapy, and issue was resolved.